Event description:
Pt reported obtaining back-to-back blood glucose results of "lo" (< 10 mg/dl) and 108 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.